Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) is needing an MRI of the thoracic spine which was ordered by the implanting provider. The healthcare provider (hcp) used the c arm to look at the scs lead and informed the pt that the lead had migrated. Hcp is unsure where lead is located - agent reviewed lead location plays a factor in MRI scan eligibility. Hcp reports the MRI was then ordered and on the order it states pelvic pain, joint pain, and malfunction of scs lead.